Manufacturer narrative:
The biomedical engineer (bme) reported that there was a power outage and the central nurse's station (cns) shut down. The bme reports that they have attempted to restart the cns, but the unit is stuck at the cns splash screen and does not finish the boot up sequence. No patient harm was reported. Nihon kohden technician had the bme un-seat one of the hard drives (hdd) and boot up on one hard drive and when the bme tried this the cns boots up as it should, issue resolved. Attempt #1: (B)(6) 2022: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2022: emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that there was a power outage and the central nurse's station (cns) shut down. The bme reports that they have attempted to restart the cns, but the unit is stuck at the cns splash screen and does not finish the boot up sequence. No patient harm was reported. Nihon kohden technician had the bme un-seat one of the hard drives (hdd) and boot up on one hard drive and when the bme tried this the cns boots up as it should, issue resolved.